Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Based on the verbatim, the probable root cause for leakage could be due to valve issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience via CAPA# (B)(4). This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 bd venflon¿ pro safety peripheral safety IV catheters leaked during use. The following information was provided by the initial reporter: "the valve being pushed backwards on injection into the top port (resulting in torrential leaking from patient and fluid".